Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to an intuitive surgical, inc. (Isi) technical service engineer (tse) that the universal surgical manipulator (usm) 4 had an error. The usm arm was disabled and the procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the reported complaint, however the fse did replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Manufacturer narrative:
The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 31226 error was triggered indicating fault on the rolling loop fiber, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where fiber test was found to be failing on the rolling loop. Once testing was completed, the rolling loop was aba tested and was verified to be the source of the fault. The root cause is attributed to a communication failure caused by a faulty fiber cable within the rolling loop in the usm.